Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12562. It was reported the pt reported a headache following a lead placement for a trial procedure. The pt reported the headache was lessened when she laid down. The physician suspected a dural tear. The pt completed the trial and the leads were explanted. F/u revealed the headache has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.